Event description:
It was reported via our sales rep, that he was conducting a surgical procedure. During surgery he noted that the distal drilling of the target device went astray. Another one was utilized to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.